Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the patient experienced a brain bleed, unrelated to medtronic equipment. A third party robotic surgical assistance robot was used for navigation. The bleed was not in the area of ablation. The catheters performed as expected. Ablation was successfully performed and were inspected after the procedure. Both catheters used were intact before and after the procedure. Per the surgeon, no other surgical intervention was needed when the patient was evaluated after the procedure. The patient was to be monitored. There was a delay for evaluation of the patient which was 20 minutes. The patient was stable the following day.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.